Manufacturer narrative:
Failure analysis revealed that the insulin pump had an intermittent button response due to moisture damage on the keypad trace. The device was returned with protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump was not functioning properly. The blood glucose reading was 250mg/dl. Troubleshooting was performed. The caller stated that the arrow buttons and the activate button were not responding. The customer mentioned that the insulin pump was dropped multiple times and the case has a crack under the escape button. Instructed the customer to remove the battery for five minutes and to insert a new battery, and the buttons were responding. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.